Event description:
It is reported that a customer experienced high blood glucose of 542 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer's pump got stuck while rewinding. The customer was assisted with the issue and found that the issue may have a lose battery cap. The customer was sent a new battery cap. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.